Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis(dka). The blood glucose value at the time of the event was 600mg/dl. The customer was hospitalized for greater than 24 hours and treated hyperglycemia and diabetic ketoacidosis(dka) with IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-442ag, mmt-332a, mmt-1884. Troubleshooting was partially performed for hyperglycemia, and it was unknown whether the customer was using the insulin pump within 48 hours of the reported event and it was unknown whether the auto mode feature was active or not at the time of the event. Ketones testing was performed, but results were unknown. The customer also experienced symptoms of confusion, feeling sick/unwell, tiredness/weakness, and extremity pain or cramps during the hospitalization. No further patient complications were reported. No product return is required for mmt-442ag. No product return is required for mmt-332a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.